Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Nothing was found in the service history review that would cause or contribute to the reported problem. The reported issue could not be verified and its cause unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had a high drain alarm (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume) which occurred on a homechoice (hc) device during drain fifteen of sixteen. The patient was connected at the time of the alarm. The technical service representative (tsr) explained the meaning of the alarm. The tsr reviewed the cycle by cycle ultra filtration (uf) readings and cycle 10 was 11637ml. The hp explained that they had disconnected from the setup and dropped the line into a bucket of fluid that was in the bedroom. Per the hp, the device was setup to drain into the bathroom. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.